Event description:
During a laparoscopic sigmoid colectomy procedure, when the device was fired, it did not complete the anastomosis. Upon inspection of the stapler only half of the staples were fired and others were sticking out of instrument. The procedure was changed from laparoscopic to open in order to complete the anastomosis. There was no further consequence to the pt reported.